Event description:
It was reported when using the bd vacutainer® serum blood collection tubes, the device experienced insufficient additive quantity. The following information was provided by the initial reporter. The customer stated: it was reported that after centrifugation platelets are not climbing together. Platelets not climbing together after they are spinning it for 15-20 minutes.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H6: investigation summary bd had not received samples or photos for investigation. Therefore, retention samples from bd inventory were visually inspected with no issues being identified. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for a sample quality issue. In addition, bd was unable to clarify the reported issue after multiple follow up attempts; therefore a root cause could not be determined. If additional information is received, this complaint may be re-opened for further evaluation.

Event description:
It was reported when using the bd vacutainer® serum blood collection tubes, the device experienced insufficient additive quantity. The following information was provided by the initial reporter. The customer stated: it was reported that after centrifugation platelets are not climbing together. Platelets not climbing together after they are spinning it for 15-20 minutes..